Event description:
It was reported that when the embolization coil was used in a procedure for the treatment of a splenic artery aneurysm. The first coil from a different manufacturer encountered resistance in the microcatheter and was replaced with an azur soft3d coil and advanced in the microcatheter without problems and reached the aneurysm. After several push-pull manipulations, the coil began to take shape in the aneurysm, but the coil became unable to be advanced with the last 5cm of the implant still inside the microcatheter. The physician suspected an early detachment of the implant and withdrew the coil, but the coil could not be withdrawn. The physician assumed that the coil was stretched at this stage. The implant was attempted to be pushed using a syringe with saline and also with a wire, but the coil did not move at all. The pusher of the coil, the angiographic catheter, and the microcatheter were cut with scissors. Using a balloon, the remaining parts of the angiographic catheter and the microcatheter in the patient's body were withdrawn and removed from the patient. The stretched implant or pusher, which reached the internal iliac artery, remained in the patient's body, and the procedure was completed. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient; however, the delivery pusher is available but has not been received. At this time, the alleged product issue cannot be confirmed. If the pusher or additional information is received, mvi will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Summary device evaluation: the implant was the only component received for analysis. The implant was found broken and stretched. The coil pusher was not returned. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). The implant was returned damaged, which is consistent with using a wire device to retrieve it as indicated in the complaint. Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable.